Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Occupation: non-healthcare professional. (B)(4) apply to the dtc as well as (B)(4). All others apply to the ins. (B)(4) applies to both the ins and dtc. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for other chronic/intract pain (trunk/limbs). It was reported that the patient's recharger (insr) cannot take charge, and therefore they could not charge their ins. The patient reported the ins was not charged and the patient lost therapy. The connector pin was broken/bent. No further allegations/complications were reported.

Manufacturer narrative:
Continuation: product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the patient on 2018-aug-14 that stated the circumstances leading up to the loss of therapy was that the charging cord broke. The replacement device resolved their issue. No further allegations/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.